Manufacturer narrative:
Date of event has been estimated. Implant date has been estimated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided a cause for the difficulty could not be determined. It may be possible that the delivery system was pushed forward during deployment causing the stent to invaginate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying the supera stent that may be related to stent invagination and difficult deployment due to the complex deployment system. The physician applied excessive push of the deployment catheter to avoid stent elongation, but this may have contributed to the stent invagination. Details are listed in the attached article, titled, "invagination of an interwoven nitinol stent during femoropopliteal placement."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.